Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-10334. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed post-operative.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-10334. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on all contacts. As a result, the patient may undergo surgical intervention to address the issue.